Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's medical records (mr) on march 4, 2016. This patient had been presented back to the electrophysiology (ep) laboratory on (B)(6) 2016 for device and lead system explant due to infection. Subsequently, the patient died on (B)(6) 2016. The cause of death was attributed to non-cardiac / septic shock bacteremia. A boston scientific representative was not informed about the system explant nor the patient death. Boston scientific received information that the local representative had a discussion with the clinic nurse. From the physician's perspective, the root cause of the patient's infection and likely source of sepsis/septic shock was cholecystitis. The patient had a positive blood culture for enterococcus (vre) bacteria on (B)(6) 2015 from a gallbladder source. A spontaneous bacterial peritonitis was present in paracentesis. A tee showed a large mass in th right atrial/superior vena cava juntion and another large mass attached to the wall of the right atrium and vegetation on the right ventricular lead. The physician felt that the explant [rocedure did not caus or contribute to the patient's death. Because of worsening lactic acidosis indicative of refractory septic shock, the family opted to withdraw care which lead to the patient's rapidly ensuing death.